Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy (ladg). About 1 and a half hours later from the beginning of use, the ptfe pad of the device was separated due to activating output without grasping anything in the grasping section by the user. Although he exchanged it with another tb-0535fc (second device) and continued the procedure, soon after the exchange, an error occurred and the second device couldn't be activated any more. The procedure was completed with a third tb-0535fc. There was not pt injury reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, olympus med systems corp (omsc) could not evaluate the device. We were informed by the user facility that the user activated output without grasping anything in the grasping section of the device,which caused the ptfe pad to separate. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time without grasping anything. This report appears to be related to user handling. This report is one of two reports. Cross reference MFR report 8010047-2015-00182.